Event description:
Reportedly, before the implantation of the ICD involved in this MDR report, a first interrogation of the device was done with success. Then, a charge time test was launched and after some seconds, an error message appeared that said that the test was interrupted because of telemetry interruption event though nothing had moved. Multiple attempts to recover the telemetry were done without success; in addition, the leds of the programmer head didn't light anymore. The device was returned for analysis. Another device was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.